Event description:
It was reported that the patient presented for a remote follow up via merlin.net with an implantable cardiac monitor that exhibited r-wave under-sensing. Additional information was requested, but not received.

Event description:
New information received noted that the patient was asymptomatic. No interventions were made or reported. The patient was in stable condition.